Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned with a fractured ribbon and kinks present at - 14cm, 28cm and 34 cm kink from the proximal weld. There was overstretched coil at the distal end of the guidewire and 4.7cm of the ribbon was exposed. The ribbon broke right at the weld. There is evidence of necking on both sides of the ribbon fracture points, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. The classification as reported is "damaged: bent" however upon inspection the classification as investigated is "damaged: fracture/shear". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, ""excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: ecn event description: in the left superior pulmonary vein when rotating the basket after the first 2 applications, it went into 'cobra' mode and we rotated several times inside the sheath to change its shape. It did not change and we removed the catheter and manually reshaped it. The problem was that the guidewire had bent inside the catheter and was not advancing, and we decided to use a new catheter and guidewire. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? In the left superior vein when rotating the basket after the first 2 applications, it went into 'cobra' mode and we rotated several times inside the sheath to change its shape. It did not change and we removed the catheter and manually reshaped it. The problem was that the guidewire had bent inside the catheter and was not advancing, and we decided to use a new catheter and guidewire. What is the next course of action? Nothing patient present at time of event? Yes, patient complications: no patient complications device acquired from a distributor? No.